Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was in the range of 40mg/dl a month ago. The customer reported that she had a low due to the recall. The customer will call back at a later time to troubleshoot. The insulin pump will not be returned for analysis.